Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a few days post implant, the patient presented to the hospital experiencing dyspnea. Loss of left ventricular capture was observed. X-ray confirmed that the left ventricular lead had migrated approximately one centimeter. The issue was resolved by adjusting left ventricular thresholds. The patient was in stable condition.